Manufacturer narrative:
A single used b33698-ns extension set was received on 5/1/2019 with the y-clave silicone seal stuck down and the tubing burst near the distal male luer. The complaint states that the tubing burst during pressure injection of contrast medial while performing a CT scan. The b33698-ns extension set is for normal infusion and is not rated for pressure injection usage. The probable cause of the b33698-ns extension set tubing rupture is use of a product not rated for pressure injection. No DHR review was conducted due to no lot number(s) was/were provided. Though the y-clave was not received for investigation with the silicone seal stuck down the y-clave was disassembled and found to have some damage typical of access with an incompatible mating device. The microclave dfu states: connectors are compatible with iso male luers having an internal diameter between 0.062" and 0.110".

Manufacturer narrative:
The device is available for evaluation. It is yet to be received.

Event description:
The customer reported that on an unknown date the tubing connector of an extension set failed and blood was leaking. This event occurred in the computed tomography (CT) area while the patient was receiving contrast. The tubing was removed and replaced. There was patient involvement, but no reported harm. No additional information was provided.